Event description:
Device malfunction: stent deployed proximal to lesion. Time of malfunction: during the procedure. Symptoms/ae: na. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent system failed to reach the heavily calcified and tortuous target lesion. The stent system could not be advanced and was unable to be removed; it was deployed just proximal to the lesion. A second stent, after multiple dilatations, was successfully placed in the target lesion. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the inability to cross or advance into a target lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilation strategy, device placement technique, and accessory device support. It is possible that patient anatomical characteristics played a major role in crossing and removal difficulties. Reportedly, the initial attempt to cross the lesion with the second catheter was unsuccessful as well; however, after subsequent predilatations the catheter crossed and was deployed uneventfully. The devices were not returned for evaluation; however, the available information does not indicate a product deficiency and attributes the crossing and removal difficulties and stent deployment in an unintended site to the circumstances of the case and operational context. No corrective action will be implemented. There is no indication that the event is related to a device quality deficiency. During manufacturing, catheters are 100% inspected for any anomalies prior to being packaged. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.